Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified damage and broken tip. The complaint is confirmed based on the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6 visual examination of the returned product identified there are impact marks on the strike plate and to the shaft of the device. The threads on the tip are deformed and pulled from the shaft. The complaint is confirmed based on the evaluation of the returned device. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the inserter broke upon impaction. A new instrument was opened and used to complete the procedure. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01480, 0001825034-2023-01615. G2: italy. It was reported that the instruments fractured in three separate cases. To properly reflect these updates the following items have been reported under these report numbers: cat #: 110003450 / lot #: 445180 / report #: 0001825034-2023-01480, cat #: 110003450 / lot #: 543250 / report #: 0001825034-2023-01615. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.